Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Revision of right hip due to dislocation. Upon exposing the hip, the head had disassociated from the trunnions on the cone body. Further examination determined the cause of dislocation was trunnion wear evident by the amount of black debris in the soft tissue. Decision was to replace proximal cone portion of restoration modular and insert an mdm component with a biolox femoral head.

Event description:
Revision of right hip due to dislocation. Upon exposing the hip, the head had disassociated from the trunnions on the cone body. Further examination determined the cause of dislocation was trunnion wear evident by the amount of black debris in the soft tissue. Decision was to replace proximal cone portion of restoration modular and insert an mdm component with a biolox femoral head.

Manufacturer narrative:
An event regarding disassociation and altr involving a restoration modular body was reported. The event was confirmed. The restoration modular body was not returned for analysis. However, a photograph of the device was provided for review. The photograph provides evidence of trunnion wear which would jeopardies the taper lock between the metal head and the restoration modular body causing the two to disassociate. There is also black debris present. Dimensional inspection, functional inspection & material analysis: not performed as the device was not returned. No medical records were received for review with a clinical consultant. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The investigation concluded that the disassociation and the altr was caused by the interaction of the restoration modular body with the associated metal head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted or the device is returned, this record will be reopened.